Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inr = 1.9, lab = 7.2. During reviewing the technique, the sales rep mentioned that the pt was bleeding profusely from the puncture site. Physician was advised to try the inratio meter on stable, compliant patients. Further follow up to be performed.